Event description:
It was reported that the patient presented for a generator changeout procedure. Upon review, the atrial lead exhibited insulation damage and high pacing impedance. The atrial lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.